Event description:
It was reported that, "surgeon was going to remove the broach handle trials and the end of the instrument broke off as he was going to back it out. Surgeon put in the other handle (same lot) and the end of the handle was cracked."

Manufacturer narrative:
Add'l info has been requested and if available it will be submitted in the supplemental report.